Event description:
The customer reported the system displayed a precharge error code message. This error will result in a no boot situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries and battery charge board were replaced during the service call. The system was tested and found to be working as intended and put back into service.